Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the sensor did not start and received "scan again in 60 min" message multiple times after 3 days of wearing the adc freestyle libre 2 sensor. Customer was unable to test and experienced nausea and vomiting. Customer was rushed to hospital where an examination was performed in the intensive care and an unspecified lab glucose reading was obtained. Customer was diagnosed with hyperglycemia and an unspecified injection was administered. There was no report of death or permanent injury associated with this event.